Manufacturer narrative:
An investigation is in progress; a follow up report will be submitted once the investigation is complete.

Event description:
While servicing an instrument, it was identified by abbott personnel that there was a leak from the alinity m system that extended beyond the footprint of the instrument. Lysis and waste leak from bulk fill drawer were noted to be the source of the leak. The leak was noted to extended beyond the footprint of the instrument: roughly two 5 feet by 5 feet puddles. There was no exposure reported. Full personal protective equipment was worn as the leak was cleaned.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).